Manufacturer narrative:
Examination of the submitted impactor, lot j0710, confirmed the device was fractured into pieces along the initiation slot that connects with the universal handle. Visual examination did not identify any apparent damage or evidence of misuse. All pieces were returned for examination. The root cause is attributed to device wear through normal use and servicing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One tibial impactor is cracked, the other broke at the proximal end where the attachment goes.